Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load a new cartridge due to unknown message declared on the pump. Tandem technical support was unable to confirm what message or alarm was received on the pump. During troubleshooting with tandem technical support, a new cartridge was loaded to address the issue and insulin delivery was resumed. Customer's blood glucose was 280 mg/dl.